Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, during the placement of a stent, the pusher (insertion system) broke during use, rendering the device unusable and requiring its immediate replacement on two separate occasions for the same patient. A second device was used on the same patient.